Manufacturer narrative:
H4 - device MFR date: correction. H6. Codes: updated. Device evaluation: the customer reported the pump over infused. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump over-infused, ending the infusion roughly 6 hours early and showing air pockets in the tubing. The infusion was set at 0.6ml/hr, with a total programmed volume of 110ml; however, the pump displayed 9.8ml remaining even though the bag was empty. The event was observed upon removal. There was no patient harm.